Manufacturer narrative:
Lot 15f018 was manufactured june 11, 2015 - june 12, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed during preparation with a large volume infusor. There was no patient involvement. No additional information is available.